Manufacturer narrative:
Additional information was received on august 8, 2023. The explant date was clarified to be july 31, 2023. In addition to the rupture reported initially, the patient also experienced left sided baker grade IV capsular contracture and suffered several unexplained systemic symptoms post procedure. Symptoms of generalized illness included joint pain, generalized body aches, and fluid formation on the left side. Malposition due to capsular contracture also occurred on the left side. As a result, bilateral mastopexies, left capsulectomy, and bilateral explant was performed. This report relates to the left prosthesis. See 1645337-2023-10300 for contralateral prosthesis report. Reason for device explant and/or reoperation: generalized illness/capsular contracture/rupture h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 30, 2023. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 30, 2023. Explant is planned for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.